Event description:
The customer contacted stryker to report that their device showed an "energy fault" message when the device was charged for defibrillation. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker informed the customer that their device is not repairable. Stryker recommended the customer remove the device from service and a replacement device be obtained. The device was scrapped by the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device showed an "energy fault" message when the device was charged for defibrillation. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.